Event description:
The customer reported that the pt was cannulated on (B)(6) 2009, an air leak in the seal of the pilot balloon was confirmed. The tracheostomy tube was removed and the pt was re cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.